Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, there was leakage past the stopper of the bd vacutainer® luer-lok¿ access device. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage was observed. Bd flks inspected the sample and observed that the non-patient end sleeve had separated from the cannula and likely the cause of the leakage. No other damage was observed on the product. Retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for issues with the sleeve was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage (likely due to separation of the sleeved from the cannula) with the incident lot was observed as the sample did not meet the required specifications. Retention samples were selected for testing and no issues were observed as all samples met specifications. Based on the investigation, a root cause could not be determined.